Event description:
A peritoneal dialysis registered nurse reported that the pt was admitted to the hospital for volume overfill. According to the pt's personal peritoneal dialysis registered nurse, there were no cycler issues and the cycler did not actually overfill the pt. Rather, he was underdialyzed and may have had fluid overload because for a couple of weeks prior to the event, he sometimes would stop his treatments prematurely due to discomfort from restless leg syndrome. He was hospitalized with shortness of breath and chest pain on (B)(6) 2014. A myocardial infarction was ruled out, and an echocardiogram revealed inflammation of the pericardial lining. He was not found to be volume overloaded and was not uremic. His total dialysate volume was increased from 15 to 19.1 liters. He improved and was discharged on (B)(6) 2014. He is continuing the new dialysis prescription and is taking medication for the restless leg syndrome and is doing well. The sample is available.

Manufacturer narrative:
Medical records were requested but have not yet been received. The device has not been returned for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.